Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the catheter entrapment occurred. The target lesion as located in a coronary artery. A 3.00 x 20 synergy ii drug eluting stent was advanced to treat the lesion. However, upon advancing, the device was stuck on the guidewire. The synergy and the guidewire were both removed from the patient's body as a single unit. The procedure was completed with another of the same device. No patient complications were reported and patient was okay.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks across the length of the shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. A 0.014¿ guidewire could be inserted through the device with no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter entrapment occurred. The target lesion as located in a coronary artery. A 3.00 x 20 synergy ii drug eluting stent was advanced to treat the lesion. However, upon advancing, the device was stuck on the guidewire. The synergy and the guidewire were both removed from the patient's body as a single unit. The procedure was completed with another of the same device. No patient complications were reported and patient was okay.